Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that recently she went to a doctor and they were going to replace her implant battery because she was having to charge every week, the battery went dead in a week, so that she was charging ¿way more often.¿ the patient reported that she started having to charge more frequently a long time ago. The patient reported that at first, she would wonder why she was hurting so bad but then she would realize her implant battery had depleted to off and would have to charge it back up again. The patient reported that she didn¿t think it was the device¿s problem for having to be charged more often and she though it was her causing the problem because she didn¿t take care of her medical issues. The patient reported that the healthcare provider (hcp) was going to replace the battery right away but this had been postponed because she was having a lot of hip pain because of hip problems. The hcp wanted to wait until hip surgery was done. The patient noted that without the device she couldn¿t walk at all. The patient reported that the hcp thinks that all her pain was coming from the hip problems and not from her back so that if the hip surgery fixed all of her pain issues, she might not even get the ins battery replaced. The patient reported that she had been dealing with hip pain for 20 years and confirmed that the hip pain wasn¿t device related. The patient reported that most of her pain was in the side where her implant battery was, but she couldn¿t say the pain was because of the device. The patient reported that she had pain in her whole hip that had just gotten worse and worse. The patient reported that at first the pain was on the right side where she had an intrathecal pump that she hadn¿t used in years. No further complications were reported.